Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: needle tips broke off when surgeon popped off needles. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. No tissue loss. No irreversible tissue damage. No extension of the incision by more than one inch. No blood loss of 500 cc or more. Surgical time was delayed, x-rays to find needle tips in field-no extension of hospital stay. Needle tips in the pt's cavity. No device fragment left in the pt.